Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement via the right internal jugular vein, a fluid leak was allegedly found in the extension tube. It was further reported that there was allegedly a hole at the site of a small clamp in the venous lumen. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo and one video was provided for review. The photo shows the product package of the glidepath dialysis catheter and the package shows the catalog number (6393190), lot number (rejp1204) and expiry date (2025-11-30). The video shows the unsealed sample tray containing the dialysis catheter, one introducer needle, one sheath and a dilator. A syringe was connected to the blue luer extension leg. While flushing the catheter, a leak was noted on the blue luer extension leg near the clamping site. Therefore, the investigation is confirmed for the reported catheter hole and fluid leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement via the right internal jugular vein, a fluid leak was allegedly found in the extension tube. It was further reported that there was allegedly a hole at the site of a small clamp in the venous lumen. Reportedly, the catheter was removed and replaced. There was no reported patient injury.